Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several off no power alarm. Customer's blood glucose value was 125 mg/dl at the time of the incident. The customer reported that the pump shut off suddenly and not responding anymore. Customer will not return device for analysis.